Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown trident 58mm ha coated solid back acetabular component. Other devices listed in this report: cat # unk, lot # unk, description: unknown 36mm x3 liner. Cat # unk, lot # unk, description: unknown #4 meridian tmzf stem. Cat # unk, lot # unk, description: unknown 36mm alumina ceramic on ceramic head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Patient had a right meridian stem implanted with ceramic on ceramic trident in 2007 - patient developed an open wound at the surgical site in 2009 which was constantly draining. In 2010 patient had the cup and liner replaced.

Manufacturer narrative:
An event regarding infection involving an trident shell was reported. The event was confirmed from the medical review. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: the clinical consultant concluded: persistent infection over the years with several attempts at cure using I&d which proved ineffective initially requiring a further two-stage approach with antibiotic bead implantation and later reimplantation. Even after two-stage exchange in 2015, infection did return requiring another I&d. Infection is a procedure-related complication of any type of arthroplasty with in this case additional patient-related risk factors for infection as related to a dental procedure without antibiotic prophylaxis. All reported infectious instances share the same root cause for infection even though components have changed over time and various treatments were performed. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. This device is part of a product recall (ra# 2008-005) for issues related to trident shell loosening -complaint history review: review indicated there have been no other similar events for the reported lot or sterile lot. Conclusions: a review of the event by a clinical consultant concluded: infection is a procedure-related complication of any type of arthroplasty with in this case additional patient-related risk factors for infection as related to a dental procedure without antibiotic prophylaxis. All reported infectious instances share the same root cause for infection even though components have changed over time and various treatments were performed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a right meridian stem implanted with ceramic on ceramic trident in 2007 - patient developed an open wound at the surgical site in 2009 which was constantly draining. In 2010 patient had the cup and liner replaced